Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter). 214 v-sics since last session 2.9 days ago. Three nst episodes with v-v intervals less than 220 ms from 26 to (B)(4) 2016. Lead failure predictor triggered on (B)(4) 2016 for v-sics and nsts. Twenty-seven v-sics since last session 1.2 days ago. Three nst episodes with v-v intervals less than 220 ms from 2 to (B)(4) 2016. Lead failure predictor triggered on (B)(4) 2016 for v-sics and nsts.

Event description:
It was reported that there was lead integrity alert (lia) due to oversensing on the right ventricular (rv) lead. After reprogramming to tip/coil an additional lia was triggered; artifacts also tip/coil. It was noted there was possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.